Event description:
Patient was presented to the interventional lab for an angioplasty procedure of the right superficial femoral artery (sfa). The vessel was heavily calcified. The physician used a contralateral approach. Due to the heavy calcification, the balloon ruptured at 3atmospheres. The total balloon inflation time was unknown. There is no information regarding vessel tortuoustity and the level of stenosis. The procedure was completed safely with a savvy 4mm x 4cm. There is no information as to what guidewire was used in the procedure or what brand indeflator was used. There were no reported patient complications.